Manufacturer narrative:
The suspect product is comfort curve test strips, lot# 549239, exp date# 11/30/2007, cat#3000141.

Event description:
Customer testing on accu-chek advantage system (advantage meter not provided, accu-chek voicemate# not provided, accu-chek comfort curve test strips lot# 549239, exp date# 11/30/2007). Customer did back to back testing on the same meter 2 minutes apart with results of 380mg/dl and 146mg/dl. Customer did not have high blood glucose symptoms. Customer did not treat based on the results. No control info was provided. No adverse event occurred. A request was made for return of suspect product, and a replacement was sent.